Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
Additional information was requested, but no more information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a small bowel procedure, the device fired as intended and the patient was closed and went home. However, post op (B)(6), the patient returned to the facility with abdominal pain and is still in house fighting an infection. A CT scan was performed and a leak was noticed at the anastomosis. The device was discarded. No other details are available. Additional information being requested.